Event description:
Patient reported ¿capsular contracture and seroma-late¿ baker grade is unknown. The device status is unknown.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.